Event description:
During a laparoscopic lymphadenectomy the surgeon noticed the harmonic device "broke". The area, a small white strip, that coagulates came away from the jaw on the device. The patient was not harmed.